Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change, the rv lead was plugged into the new device and dft was performed. Induction was not successful and high out-of-range pacing lead impedance was observed. The hv impedance vectors were normal. The lead was capped and replaced during the procedure. Patient was fine during the procedure as well as the next day during the pre-discharge check.